Event description:
On 04/29/99 the account reported an axsym valproic acid of 0.9 ug/ml. The account accidentally repeated the same sample and obtained 70.74 ug/ml. The sample was repeated 2 more times and results were 72.49 ug/ml and 71.79 ug/ml. An amended report was sent with an average result of 72.0 ug/ml reported. No report of injury. There was no impact to patient management.